Manufacturer narrative:
Analysis summary: upon receiving the package, it was also observed the suction tube, cable, and connector was cut off, discarded, and not returned by the sender. The device had to be decontaminated to proceed with the analysis due to the device having an excessive amount of eschar buildup on the blade. The blade and heat shrink were observed again after the device was decontaminated and was noticed there was a wrinkle at the top of the heat shrink but was not torn. The heat shrink was observed under the complaint lab microscope and confirmed there were also an excessive amount of eschar buildup underneath the wrinkle indicating the device was not adequately cleaned as recommended. Activating the device consistently and for long periods of time can soften the heat shrink component and fail. Guidance also recommends the settings and warnings of the device when activated/used before, during, and after surgeries. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator. It was reported that the site has had some issues with their generator and the plasma blades (blades are peeling). The site would like to send in their generator. No further information provided. No patient was involved.